Event description:
This report is being filed upon notification from our radiographic manufacturer in another country of an event that occurred in another city. A service visit discovered loosened collimator screws. The screws could eventually cause the collimator to fall down and possibly injury someone. No one was injured.

Manufacturer narrative:
The screws for the collimator may become loose over time if not maintained properly. A safety catch will be added in the future so if the screws should fail, the collimator will not fall.